Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has got error code 1850 while in use with patient. There was reported patient involvement but no harm.

Manufacturer narrative:
The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.